Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received. There was no reported adverse impact to the customer¿s blood glucose level.